Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as dizziness, a loss of consciousness, collapsed, and was unable to provide self-treatment. The customer experienced these symptoms while at their doctor's office and their general practitioner called emergency services. The customer was transported to the hospital nearby and was admitted to the intensive care unit (ICU) where they received unspecified treatment for diagnosis hypoglycemia. There was no report of death or permanent injury associated with this event.